Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q1 2010 product performance report.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to battery status at end of life (eol). At this patient's follow-up on (B)(6) 2009 this device was in middle of life 2 (mol2). Another follow-up was scheduled three months after, but the patient did not go. At this patient's last follow-up in (B)(6) 2010, the device showed eol. There was a concern that the battery had depleted earlier than expected. It was also observed the device had switched to storage mode. The physician elected to replace this device, and no problems were observed with the implanted leads. The patient noted he/she did not hear a tone when the device reached elective replacement indicator (eri). This patient was noted as being pacemaker dependent, and had a idioventricular rhythm of 30. There were no adverse patient effects reported.